Event description:
Additional information received from the manufacturer's representative (rep) reported the battery was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0555340v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted:(B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient implantable neurostimulator (ins) was dead. The patient stated that their ins had been dead for couple days prior to the date of the report. They saw a message on the patient programmer that said it was dead or something but they could not remember exactly. They saw a picture of a round battery and an empty battery on it, a triangle was in the corner, a leg and a dark circle with a leg in the middle and an equal sign and an empty battery pack in the middle of it. The patient stated they believed the ins was dead. They reported not feeling any stimulation sensation for a couple days prior to the report and the ins was implanted in 2005. The patient also mentioned having a bad knee when he took a fall back in 1970, however this had nothing to do with the spinal cord stimulator. Additional information received from the manufacturer's representative (rep) reported there was going to be a revision surgery. The rep did not know the reason for revision. The rep was planning for the case and wanted to talk about products and compatibility. The revision had not occurred and had not been scheduled at the time of the report. The patient's relevant medical history included failed back surgery syndrome. No troubleshooting or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.